Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). It was reported that the patient stated that they could not charge the battery. The por occurred but after charging for "hours" the battery never got 100% charged. The por was cleared. It was unknown if the issue was resolved. No further complications were reported or anticipated. No symptoms were reported.